Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: four openings curved on the posterior and the anterior, crease flat and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: four openings striated, partial delamination of the valve and non-penetrating nick striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is four striated openings due to surgical damage consist in the use of some surgical tool, partial delamination of the valve (adhesive failure) and non-penetrating nick striated due to surgical tool scratch like.

Event description:
Device was explanted.